Event description:
After treatment with juvederm under the eyes, where the nasal bone joins the cheek bones, the patient experienced a "burning sensation" in the nasal passage during injection that continued afterwards. The patient stated that after the treatment the product "went into the bridge of the nose" and the nose is now "lumpy and twisted". The patient noted that prescription medicine was taken to alleviate the symptoms, but did not remember the name of the medication. Per patient request the physician was not contacted. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.